Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that vancomycin infused within 15 minutes opposed to the expected 3 hours. There was no report of harm.